Manufacturer narrative:
The autopulse device (B)(4) involved in the event and was returned to zoll circulation and analyzed. The returned autopulse platform performed within specification when tested for load cell characterization, compression depth, and duty cycle (cycles/minute). Based on available clinical publication(s), sternal fracture is a potential complication of any CPR, manual or mechanical. The primary reasons for such fractures during CPR include elasticity and anatomy of the rib cage. The fractures are also influenced by elasticity, bone density and anatomical features (kyphoscoliosis). The reported complication (rib fractures, hemothorax) are potential implications of any CPR manual or mechanical and considered to be of relative significance given the alternative of death. (B)(4).

Event description:
A (B)(6) male found on the ground receiving CPR via autopulse device which had been applied by engine crew. Per e-31 crew, pt was found in asystole. No obvious evidence of trauma noted and wife denies any recent history of trauma or illness. Pt did have an appointment with a physician to have newly discovered carotid stenosis evaluated. Pt was administered epinephrine during compressions; one minute after administration, pt was found to have converted to ventricular fibrillation; he was defibrillated at 200j and converted back to asystole. This reported 3 times until pt developed persistent asystole for several minutes then converted to pea. The pea algorithm was continued until a copious amount of blood was being expelled from the king airway, however, no blood was noted in the nasogastric tube which was in place via the (B)(4). It was suspected that the pt may have developed a hemothorax as a result of the autopulse.